Manufacturer narrative:
Hologic technical support reviewed all customer worklists and noted no hardware or reagent chemistry issues. Hologic technical support informed the customer that the issue was likely due to either low target samples or sample mishandling. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On june 6, 2025, a customer reported to hologic that they were questioning results of sample ID (B)(6) using the aptima combo 2 assay (ac2) master lot 917920. On (B)(6) 2025, the customer received a dual positive result (CT positive / gc positive) on panther serial number (B)(6) under worklist (B)(4). The sample was retested on (B)(6) 2025 and had a dual negative result (CT negative / gc negative) on panther serial number (B)(6) under worklist (B)(4). Customer reported the same sample tube was tested both times and the dual negative result (CT negative / gc negative) was reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this situation.